Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6: implant date: (B)(6) 2017 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a right-side tmj procedure. Consequently, the patient is being planned for a revision due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information it has been determined that this event was a duplicate and was previously reported on report 0001032347-2023-00403. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event based on additional information, it has been determined that this event was a duplicate and was previously reported on report 0001032347-2023-00403. This initial report submitted needs to be voided.